Manufacturer narrative:
The device was not returned for evaluation. The product was repaired onsite at a local service center. A review of the device history record confirmed the device had no non-conformities or deviations regarding the described event. It has been five years since the subject device was manufactured. Based on the results of the investigation, the root cause of the broken cable could not be determined. However, a likely cause is improper handling by the user, in combination with wear and tear. The issue is addressed in the instructions for use (IFU): ¿the service life of hf cables is restricted to one year. Furthermore, the cable must be inspected before and after each use and reprocessing cycle. This can be done by slightly pulling the plug to identify if wires inside the cable are pre-damaged (a force with 20 n at most shall be used when pulling the plug). When the cable remains rigid and does not bend, this area of the cable is very likely faultless. Additionally, the cable shall be wound up with a diameter of less than 10 cm. When removing the cable, the plug shall be pulled and not the cable.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the bipolar cable was broken on an hf-cable, bipolar. The event occurred during preparation for use. There was no patient harm associated with the event.